Event description:
The customer reported the system shut down w/o command in the middle of a case. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.